Event description:
It was reported that a tandem mobi device was experiencing an occlusion issue. There was no adverse impact to the customer. The customer¿s request was submitted through a website form for technical support, and a follow-up was attempted by cts, but the case was eventually closed after multiple contact attempts.